Event description:
It was reported that the implantable cardioverter defibrillator (ICD) classified an episode as supra ventricular tachycardia (svt) which the clinician believed was ventricular tachycardia (vt). The episode spontaneously terminated. The patient was exercising at the time and was tachycardic prior to the start of the arrhythmia. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).